Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cold snare was prepared for use during a polypectomy procedure performed on (B)(6) 2022. During preparation, when opening the handle of the snare to extend out of the sheath, the snare loop broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.